Event description:
Boston scientific (bsc) crm received information that during this atrial lead 4136 revision procedure due to dislodgement, the physician elected to explant the device 1290 to upgrade the patient to a new bsc crm device s603 with a 400ms av delay. A new atrial lead 4470 was successfully implanted with the new device.